Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9119696. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. No samples or photos were returned; therefore, the investigation was limited. Investigation conclusion: bd was not able to confirm the by customer indicated failure mode. Root cause description: the defect ¿safety shield activation failure¿ could not be identified or confirmed. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in did not retract the needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿when placing the saf-t-intima on the patient, when removing the needle, the safety system didn't function and the needle was still visible with a risk of puncture for the caregiver. The needle has been disposed of in the dasri (waste from care activities with infectious risks). No clinical consequences for the patient. Additional stress for the caregiver.¿